Event description:
We received an allegation of questionable inr result with coaguchek xs meter serial number (B)(6) compared to an unknown laboratory reagent. At 8:30 am, the meter result was 1.9 inr. The result from the meter two minutes later was 2.7 inr. Patient's therapeutic range is 2.0-3.0 inr. The patient tests one time a month.

Manufacturer narrative:
The meter was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.